Manufacturer narrative:
Na

Event description:
It was reported that the patient suffers from marfan syndrome. During a follow-up, a decrease in the ventricular sensing was observed. The physician noticed a far field sensing of the atrial signal on the rv channel probably due to the progressive deformation of the chest in patient. This led to double r wave counting on rv channel and inappropriate therapies. The rv lead pacing/sensing portion was replaced.